Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two large volume infusors leaked between the luer adaptor and blue winged luer cap. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h4 and h6: h4: the device was manufactured from april 8, 2019 - april 9, 2019. H10: two (2) devices were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that fluid inside the bags that contained the units. When the units were removed from the bags, the cause of fluid inside the bags was found to be untightened blue winged luer cap. A functional leak test was also performed with no issues noted. The two units were determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.